Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level over 1000 mg/dl. The customer reported that her husband found her unconscious and called paramedics. Customer stated that she had a blood glucose level of 525 mg/dl earlier in the day of the incident. The customer reported that she had been receiving recurring no delivery alarms. Blood glucose level at the time of the call was 128 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.